Event description:
Patient was interrogated and high impedance was observed. Patient was referred for xrays and lead revision. Vns generator was programmed off. No known surgery has occurred to date. No additional relevant information has been received.